Manufacturer narrative:
Citation: schussler o et al. Recipients with blood group a associated with longer survival rates in cardiac valvular bioprostheses. Ebiomedicine. 2019 apr;42:54-63. Doi: 10.1016/j.ebiom.2019.02.047. Epub 2019 mar 14. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the immunogenicity of porcine and bovine bioprosthetic valves and how patient abo-blood grouping may affect the longevity of both types of bioprostheses. All data were collected from a single center between january 1985 and january 2014. The study population included 426 patients and was predominantly male with a mean age of 51 years. Approximately 36 medtronic hancock ii bioprosthetic valves were previously implanted in the aortic or mitral position. No serial n umbers were provided. Among all patients, adverse events included: structural valve deterioration/degeneration that required surgical reoperation and replacement. The specific type of degeneration was stated to have been observed by the physician at time of replacement, but this information was not reported. It was noted that the duration from valve implant to reoperation was a mean 10.2 years (between 6 and 15 years). Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.